Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field svc report: symptom - intermittent loss video display. Unit would continue to pump. Findings/action taken: biomed stated that this has been an ongoing problem. They have checked this pump out several times and have not been able to duplicate the problem until recently. After running the pump for 3 days, the display had only vertical lines on it. Parts were sent to and replaced by hospital biomed. Additional info received on (B)(6) 2011 by the biomed tech stated that the pump was exchanged off the pt.